Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention; the trial started (B)(6) 2020. It was reported that the area around the incision site got infected. Their doctor had been notified. Contributing factors were unknown. The issue was not resolved.